Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered inappropriate shock to the patient for unknown cause. Upon review, the shocks were not recorded in the electrograms. No further information was received.